Manufacturer narrative:
743 ADVERSE EVENTS THAT COULD BE RELATED TO THE NAVITOR DEVICE WERE REPORTED INCLUDING AORTIC DISSECTION, ANNULAR RUPTURE, ATRIAL FIBRILLATION, BLEEDING - ACCESS SITE, BLEEDING - HEMATOMA AT ACCESS SITE, BLEEDING - LIFE THREATENING, BLEEDING - MAJOR, BLEEDING - OTHER, BLEEDING - RETROPERITONEAL, CARDIAC ARREST, CARDIAC PERFORATION, CARDIAC SURGERY OR INTERVENTION - OTHER UNPLANNED, CORONARY ARTERY COMPRESSION, DEVICE EMBOLIZATION, DEVICE MIGRATION, DEVICE RELATED EVENT - OTHER, DEVICE THROMBOSIS, DIALYSIS (NEW REQUIREMENT), ENDOCARDITIS, ICD, MYOCARDIAL INFARCTION, PCI, PERCUTANEOUS CORONARY INTERVENTION, PERMANENT PACEMAKER, READMISSION (VALVE RELATED), REINTERVENTION - AORTIC VALVE, STROKE - HEMORRHAGIC, STROKE - ISCHEMIC, STROKE - UNDETERMINED, TRANSIENT ISCHEMIC ATTACK (TIA), VASCULAR COMPLICATION - MAJOR, VASCULAR COMPLICATION - MINOR, VASCULAR SURGERY OR INTERVENTION - UNPLANNED. A MORE COMPREHENSIVE ASSESSMENT COULD NOT BE PERFORMED AS LIMITED INFORMATION WAS PROVIDED INCLUDING THAT THE DEVICE WAS NOT RETURNED FOR ANALYSIS. BASED ON THE LIMITED INFORMATION RECEIVED, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED. HOWEVER, RISK ASSESSMENT WAS COMPLETED FOR THE REPORTED INCIDENTS. THE DEATH EVENTS AND RATES REPORTED IN THIS STUDY WERE FOUND TO BE ANTICIPATED IN THE STUDY POPULATION AND ARE IN ALIGNMENT WITH RATES OBSERVED IN OTHER CLINICAL STUDIES. NO NEW RISKS HAVE BEEN IDENTIFIED FOR THIS POPULATION. NO NEW HAZARDS OR HARMS WERE IDENTIFIED THAT WOULD IMPACT THE BENEFIT/RISK PROFILE. BASED ON A REVIEW OF THE AVAILABLE INFORMATION, THERE WAS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING. THEREFORE, NO REMEDIAL ACTION IS REQUIRED AT THIS TIME. D4. PRIMARY UDI NUMBER: THE UDI NUMBER IS NOT KNOWN AS THE PART AND LOT NUMBER WERE NOT PROVIDED. D6A - IMPLANT DATE: THE EARLIEST IMPLANT DATE WAS USED. THIS REPORT IS FOR QUARTER 2 TIMEFRAME BETWEEN (B)(6) 2025. ATTACHED: CSV FILE.

Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY DATA THAT NAVITOR DEVICES MAY BE RELATED TO 743 ADVERSE EVENTS WHICH ARE CONSIDERED SERIOUS INJURY INCLUDING: ANNULAR RUPTURE, AORTIC DISSECTION, ATRIAL FIBRILLATION, BLEEDING - ACCESS SITE, BLEEDING - HEMATOMA AT ACCESS SITE, BLEEDING - LIFE THREATENING, BLEEDING - MAJOR, BLEEDING - OTHER, BLEEDING - RETROPERITONEAL, CARDIAC ARREST, CARDIAC PERFORATION, CARDIAC SURGERY OR INTERVENTION - OTHER UNPLANNED, DEVICE EMBOLIZATION, DEVICE MIGRATION, DEVICE RELATED EVENT - OTHER, DEVICE THROMBOSIS, DIALYSIS (NEW REQUIREMENT), ENDOCARDITIS, ICD, MYOCARDIAL INFARCTION, PCI, PERCUTANEOUS CORONARY INTERVENTION, PERMANENT PACEMAKER, READMISSION (VALVE RELATED), REINTERVENTION - AORTIC VALVE, STROKE - HEMORRHAGIC, STROKE - ISCHEMIC, STROKE - UNDETERMINED, TRANSIENT ISCHEMIC ATTACK (TIA), VASCULAR COMPLICATION - MAJOR, VASCULAR COMPLICATION - MINOR, VASCULAR SURGERY OR INTERVENTION - UNPLANNED. THE RELATIONSHIP OF THE ADVERSE EVENTS TO THE NAVITOR DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - (B)(4). THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN (B)(6) 2023 ¿ (B)(6) 2024. PATIENTS¿ MEAN AGE IS 82 YEARS, RANGING FROM 47 TO 104 YEARS. 41% OF THE PATIENTS WERE MALE, 59% OF THE PATIENTS WERE FEMALE. THIS REPORT IS FOR QUARTER 2 TIMEFRAME BETWEEN (B)(6) 2025. AS OF (B)(6) 2025, 3396 PATIENTS WERE TREATED WITH THE NAVITOR DEVICE AND 584 WITH THE PORTICO DEVICE IN THE STS/ACC TVT REGISTRY.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;43005109,12/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 91 year old Male. On 12/09/2024, Annular Rupture was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Annular Rupture was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Two out of 3396 (<0.1%) of subjects experienced Annular Rupture since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Male,91,12/9/2024,NI,3160,4624,2993,4755,4114;4119,3221,4315,NA,0;42370146,6/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/11/2024 in a 76 year old Female. On 06/11/2024, Aortic Dissection was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Aortic Dissection was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Two out of 3396 (<0.1%) of subjects experienced Aortic Dissection since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,86,6/11/2024,NI,3160,4624,2993,4755,4114;4119,3221,4315,NA,0;42535020,8/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/16/2024 in a 79 year old Female. On 08/16/2024, Aortic Dissection was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Aortic Dissection was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Two out of 3396 (<0.1%) of subjects experienced Aortic Dissection since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,96.1,8/16/2024,NI,3160,4624,2993,4755,4114;4119,3221,4315,NA,0;43085717,1/8/2025,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/13/2024 in a 63 year old Male. On 01/08/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,63,Male,122.1,12/13/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42821998,10/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/30/2024 in a 68 year old Female. On 10/30/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,68,Female,78.9,10/30/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41956933,Unknown,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 01/00/1900 in a 69 year old Male. On 01/00/1900, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,69,Male,108,Unknown,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43129817,10/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/17/2024 in a 70 year old Female. On 10/24/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,70,Female,110.9,10/17/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42664602,9/1/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/28/2024 in a 71 year old Male. On 09/01/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,71,Male,92.6,8/28/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43006956,9/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/11/2024 in a 71 year old Female. On 09/14/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,71,Female,170.2,9/11/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43070343,8/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/07/2024 in a 72 year old Female. On 08/14/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Female,69.2,8/7/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41516092,11/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/09/2023 in a 73 year old Male. On 11/26/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Male,74.8,10/9/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43070797,8/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/27/2024 in a 73 year old Female. On 08/27/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Female,62,8/27/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43003450,11/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 73 year old Male. On 11/21/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Male,67.13,11/5/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43034003,1/15/2025,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/20/2024 in a 73 year old Male. On 01/15/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Male,94.5,12/20/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42442773,7/2/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/01/2024 in a 74 year old Female. On 07/02/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,97,7/1/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43058181,8/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2024 in a 74 year old Female. On 08/23/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,77.6,8/15/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42834872,7/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/02/2024 in a 75 year old Male. On 07/11/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Male,89.9,7/2/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43371443,12/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/20/2024 in a 75 year old Female. On 12/20/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Female,96.9,11/20/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42370146,6/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/11/2024 in a 76 year old Female. On 06/17/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,86,6/11/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42902511,12/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/03/2024 in a 78 year old Male. On 12/03/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Male,86.1,12/3/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42975662,12/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/04/2024 in a 78 year old Female. On 12/04/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Female,49.9,12/4/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42616067,8/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/21/2024 in a 79 year old Female. On 08/22/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,71.2,8/21/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43005317,12/10/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/10/2024 in a 79 year old Female. On 12/10/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,87,12/10/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43005317,1/22/2025,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/10/2024 in a 79 year old Female. On 01/22/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,87,12/10/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41714908,6/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/02/2023 in a 80 year old Female. On 06/11/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,45.4,8/2/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42795231,10/15/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/15/2024 in a 80 year old Female. On 10/15/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,65.1,10/15/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41261780,12/16/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/08/2023 in a 81 year old Male. On 12/16/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,93.4,8/8/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42651076,7/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/03/2024 in a 81 year old Female. On 07/04/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,67.1,7/3/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42952156,12/31/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/06/2024 in a 81 year old Male. On 12/31/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,98.4,12/6/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43212132,9/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/26/2024 in a 82 year old Male. On 09/30/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,58.5,9/26/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41736630,9/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/11/2024 in a 83 year old Male. On 09/23/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,95.51,1/11/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42615639,7/10/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/10/2024 in a 83 year old Female. On 07/10/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,73.8,7/10/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42677075,10/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/25/2024 in a 83 year old Female. On 10/24/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,53.1,9/25/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42993125,12/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/19/2024 in a 83 year old Female. On 12/22/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,59.4,12/19/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41237851,11/14/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/11/2023 in a 84 year old Male. On 11/14/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Male,84.3,8/11/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43352385,5/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/23/2024 in a 84 year old Female. On 05/23/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,89.9,5/23/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43350076,9/5/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/05/2023 in a 85 year old Male. On 09/05/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,68,9/5/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42340439,7/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/24/2024 in a 85 year old Female. On 07/24/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,47.7,7/24/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42615779,9/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2024 in a 85 year old Male. On 09/11/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,79.4,8/15/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43246315,10/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/10/2024 in a 85 year old Male. On 10/11/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,84,10/10/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42448455,7/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/03/2024 in a 86 year old Female. On 07/03/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,65.9,7/3/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42738317,7/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/12/2024 in a 86 year old Female. On 07/22/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,62.6,7/12/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43142473,10/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/22/2024 in a 86 year old Male. On 10/28/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,84.8,10/22/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42615549,8/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/28/2024 in a 87 year old Female. On 08/28/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,93,8/28/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43293522,12/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/16/2024 in a 87 year old Female. On 12/28/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,93,12/16/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42738658,10/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/12/2024 in a 88 year old Male. On 10/23/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Male,67.9,9/12/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43005613,7/2/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/02/2024 in a 89 year old Male. On 07/02/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Male,87.5,7/2/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41195315,12/28/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/07/2023 in a 90 year old Male. On 12/28/2023, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Male,87.2,8/7/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42864487,11/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/12/2024 in a 90 year old Male. On 11/12/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Male,67,11/12/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41187765,9/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/08/2023 in a 91 year old Female. On 09/25/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Female,57.2,8/8/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42903504,11/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/12/2024 in a 91 year old Female. On 11/16/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Female,40,11/12/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;41348133,3/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/16/2023 in a 92 year old Male. On 03/04/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,68,8/16/2023,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42864519,12/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/14/2024 in a 92 year old Male. On 12/12/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,70.3,11/14/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43111902,12/1/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/29/2024 in a 92 year old Female. On 12/01/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Female,73.48,11/29/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;43033481,12/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/24/2024 in a 94 year old Female. On 12/27/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 119 out of 3396 (3.5%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Female,58.5,12/24/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0;42484715,7/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/22/2024 in a 64 year old Female. On 07/22/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,64,Female,66,7/22/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42812901,11/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/14/2024 in a 72 year old Male. On 11/14/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Male,87.7,11/14/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42901400,11/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/19/2024 in a 74 year old Male. On 11/19/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,61.3,11/19/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43070201,12/11/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/11/2024 in a 75 year old Male. On 12/11/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Male,96.1,12/11/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42608983,8/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/06/2024 in a 76 year old Female. On 08/06/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,97.9,8/6/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42804573,9/10/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/10/2024 in a 76 year old Female. On 09/10/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,62.7,9/10/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42862710,11/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 76 year old Male. On 11/05/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Male,105.7,11/5/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43427403,11/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/14/2024 in a 77 year old Female. On 11/14/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,125.2,11/14/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43071508,6/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/24/2024 in a 78 year old Female. On 06/24/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Female,53.63,6/24/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43058098,8/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/28/2024 in a 81 year old Female. On 08/28/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,72.4,8/28/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43196473,10/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/09/2024 in a 84 year old Female. On 10/09/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,56.7,10/9/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42222259,5/2/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 05/02/2024 in a 85 year old Male. On 05/02/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,67,5/2/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43372218,10/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/09/2024 in a 85 year old Female. On 10/09/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,91.3,10/9/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43352682,10/12/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/12/2023 in a 86 year old Female. On 10/12/2023, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,66.6,10/12/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42930744,10/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2024 in a 86 year old Female. On 10/23/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,86,10/23/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42615549,9/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/28/2024 in a 87 year old Female. On 09/03/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,93,8/28/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42839120,9/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 88 year old Female. On 09/09/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,66.7,9/9/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43175818,12/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/04/2024 in a 88 year old Female. On 12/04/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,112.94,12/4/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41730929,11/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/07/2024 in a 89 year old Female. On 11/07/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,65.2,11/7/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42794800,10/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 92 year old Male. On 10/08/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,58.7,10/8/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43212439,12/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 92 year old Male. On 12/09/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,65.9,12/9/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42834745,9/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/18/2024 in a 93 year old Female. On 09/18/2024, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,93,Female,59.15,9/18/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42591728,Unknown,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/00/1900 in a 95 year old Female. On 01/00/1900, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 50 out of 3396 (1.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,95,Female,56.3,Unknown,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42591771,7/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/22/2024 in a 63 year old Male. On 07/22/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,63,Male,107,7/22/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43041620,8/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/08/2024 in a 66 year old Male. On 08/08/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,66,Male,84.6,8/8/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;23672996,10/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 69 year old Male. On 10/08/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,69,Male,116.8,10/8/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43007091,12/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/17/2024 in a 71 year old Female. On 12/17/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,71,Female,60.8,12/17/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42942442,10/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2024 in a 75 year old Female. On 10/31/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Female,109,10/23/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43281461,6/13/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/12/2023 in a 76 year old Female. On 06/13/2023, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,95.2,6/12/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41934137,2/23/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 02/22/2024 in a 77 year old Male. On 02/23/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Male,85.7,2/22/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42664865,4/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/03/2024 in a 77 year old Female. On 04/04/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,117.8,4/3/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42928968,11/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/22/2024 in a 77 year old Female. On 11/23/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,116.1,11/22/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43034039,12/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/17/2024 in a 80 year old Male. On 12/17/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,91.1,12/17/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43058098,8/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/28/2024 in a 81 year old Female. On 08/28/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,72.4,8/28/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42738491,10/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/09/2024 in a 81 year old Female. On 10/09/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,90.4,10/9/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42435296,6/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/19/2024 in a 85 year old Male. On 06/20/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,77,6/19/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42707044,9/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/24/2024 in a 85 year old Female. On 09/26/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,61.7,9/24/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43372218,10/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/09/2024 in a 85 year old Female. On 10/09/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,91.3,10/9/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42664360,8/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/29/2024 in a 86 year old Female. On 08/31/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,85.2,8/29/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42839442,10/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/24/2024 in a 86 year old Female. On 10/25/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,43.5,10/24/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42615549,9/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/28/2024 in a 87 year old Female. On 09/03/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,93,8/28/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42839441,10/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/31/2024 in a 87 year old Female. On 10/31/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,52,10/31/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43085685,9/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/26/2024 in a 91 year old Male. On 09/26/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Male,68.4,9/26/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42937319,9/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/24/2024 in a 92 year old Female. On 09/26/2024, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 40 out of 3396 (1.2%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Female,71.8,9/24/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41904671,12/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/07/2024 in a 79 year old Male. On 12/21/2024, Bleeding - Life Threatening was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Life Threatening was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 15 out of 3396 (0.4%) of subjects experienced Bleeding - Life Threatening since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,71,2/7/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41627456,3/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/17/2023 in a 81 year old Female. On 03/16/2024, Bleeding - Life Threatening was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Life Threatening was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 15 out of 3396 (0.4%) of subjects experienced Bleeding - Life Threatening since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,58,8/17/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41731546,6/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/20/2023 in a 92 year old Female. On 06/08/2024, Bleeding - Life Threatening was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Life Threatening was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 15 out of 3396 (0.4%) of subjects experienced Bleeding - Life Threatening since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Female,56.5,11/20/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41731546,7/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/20/2023 in a 92 year old Female. On 07/25/2024, Bleeding - Life Threatening was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Life Threatening was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 15 out of 3396 (0.4%) of subjects experienced Bleeding - Life Threatening since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Female,56.5,11/20/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43085717,2/15/2025,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/13/2024 in a 63 year old Male. On 02/15/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,63,Male,122.1,12/13/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41678489,12/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/13/2023 in a 70 year old Female. On 12/09/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,70,Female,73.2,12/13/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42016018,5/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/11/2023 in a 75 year old Female. On 05/17/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Female,112,12/11/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41810875,4/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/03/2023 in a 76 year old Female. On 04/26/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,60.7,10/3/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41467675,7/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/19/2023 in a 77 year old Female. On 07/03/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,71.2,6/19/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41597059,3/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/25/2023 in a 77 year old Male. On 03/28/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Male,68.8,10/25/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41212997,10/16/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/31/2023 in a 80 year old Female. On 10/16/2023, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,74.4,7/31/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41212997,1/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/31/2023 in a 80 year old Female. On 01/06/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,74.4,7/31/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41507720,5/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/19/2023 in a 82 year old Female. On 05/21/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Female,53.5,9/19/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42235868,8/2/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/05/2024 in a 82 year old Male. On 08/02/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,80.7,7/5/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41736630,2/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/11/2024 in a 83 year old Male. On 02/18/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,95.51,1/11/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43057949,7/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/09/2024 in a 83 year old Female. On 07/17/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,73,7/9/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42664852,9/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/16/2024 in a 83 year old Female. On 09/16/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,68.1,9/16/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43276195,3/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/29/2024 in a 84 year old Female. On 03/18/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,73.5,2/29/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41450841,7/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/04/2023 in a 85 year old Female. On 07/08/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,48.5,10/4/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41732851,4/29/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/05/2023 in a 85 year old Female. On 04/29/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,64.4,10/5/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42863494,11/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 85 year old Female. On 11/06/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,78,10/8/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41429963,6/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/05/2023 in a 86 year old Female. On 06/17/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,57.15,10/5/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41429963,8/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/05/2023 in a 86 year old Female. On 08/11/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,57.15,10/5/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42781367,10/29/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2024 in a 86 year old Male. On 10/29/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,46.8,10/23/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41916167,4/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/27/2024 in a 87 year old Female. On 04/05/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,71.8,2/27/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43333161,9/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/05/2024 in a 90 year old Male. On 09/17/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Male,56,9/5/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42970954,11/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/13/2024 in a 90 year old Male. On 11/20/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Male,73,11/13/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41187571,6/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/08/2023 in a 93 year old Female. On 06/04/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 34 out of 3396 (1.0%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,93,Female,53.5,8/8/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43006956,9/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/11/2024 in a 71 year old Female. On 09/11/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,71,Female,170.2,9/11/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42524616,8/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/05/2024 in a 74 year old Male. On 08/05/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,75,8/5/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42933746,11/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/21/2024 in a 75 year old Male. On 11/26/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Male,95.5,11/21/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42700786,8/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/20/2024 in a 77 year old Female. On 08/24/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,112,8/20/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43091966,11/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/11/2024 in a 77 year old Female. On 11/11/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,118,11/11/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42777019,9/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/30/2024 in a 80 year old Male. On 09/30/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,97.5,9/30/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42410583,5/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/21/2024 in a 81 year old Male. On 05/21/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,52,5/21/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43352078,11/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/22/2024 in a 84 year old Female. On 11/23/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,72.2,11/22/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42340439,7/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/24/2024 in a 85 year old Female. On 07/24/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,47.7,7/24/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42930735,11/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/14/2024 in a 85 year old Male. On 11/16/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,61,11/14/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43005336,9/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/26/2024 in a 86 year old Female. On 09/26/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,73.65,9/26/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43129616,11/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/06/2024 in a 87 year old Female. On 11/14/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,61,11/6/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42839120,9/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 88 year old Female. On 09/09/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,66.7,9/9/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43175818,12/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/04/2024 in a 88 year old Female. On 12/06/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,112.94,12/4/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43396596,12/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/12/2024 in a 89 year old Female. On 12/12/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,59.4,12/12/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42664716,8/10/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/07/2024 in a 90 year old Female. On 08/10/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,66.7,8/7/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43005109,12/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 91 year old Male. On 12/09/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Male,91,12/9/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42553461,7/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/11/2024 in a 104 year old Female. On 07/11/2024, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 42 out of 3396 (1.2%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,104,Female,43.5,7/11/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42863662,11/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 64 year old Female. On 11/05/2024, Bleeding - Retroperitoneal was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Retroperitoneal was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 16 out of 3396 (0.5%) of subjects experienced Bleeding - Retroperitoneal since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,64,Female,46.9,11/5/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42543069,10/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 74 year old Female. On 10/08/2024, Bleeding - Retroperitoneal was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Retroperitoneal was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 16 out of 3396 (0.5%) of subjects experienced Bleeding - Retroperitoneal since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,95,10/8/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42835058,8/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2024 in a 85 year old Female. On 08/18/2024, Bleeding - Retroperitoneal was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Retroperitoneal was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 16 out of 3396 (0.5%) of subjects experienced Bleeding - Retroperitoneal since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,56.3,8/15/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43372218,10/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/09/2024 in a 85 year old Female. On 10/09/2024, Bleeding - Retroperitoneal was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Retroperitoneal was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 16 out of 3396 (0.5%) of subjects experienced Bleeding - Retroperitoneal since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,91.3,10/9/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42546015,8/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/20/2024 in a 87 year old Female. On 08/20/2024, Bleeding - Retroperitoneal was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Retroperitoneal was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 16 out of 3396 (0.5%) of subjects experienced Bleeding - Retroperitoneal since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,50.3,8/20/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42982734,7/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/11/2024 in a 91 year old Female. On 07/12/2024, Bleeding - Retroperitoneal was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Bleeding - Retroperitoneal was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 16 out of 3396 (0.5%) of subjects experienced Bleeding - Retroperitoneal since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Female,46.1,7/11/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43057838,10/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/04/2024 in a 61 year old Female. On 10/04/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,61,Female,64.8,10/4/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;43372268,11/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/26/2024 in a 69 year old Female. On 11/26/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,69,Female,55.8,11/26/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42937351,9/10/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/10/2024 in a 70 year old Male. On 09/10/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,70,Male,79.5,9/10/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42585064,8/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/27/2024 in a 72 year old Female. On 08/27/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Female,117.3,8/27/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42651688,8/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/20/2024 in a 73 year old Female. On 08/20/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Female,102.6,8/20/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;39424338,7/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/24/2024 in a 74 year old Female. On 07/26/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,73,7/24/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42690991,7/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/30/2024 in a 74 year old Female. On 07/31/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,54.43,7/30/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42543069,10/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 74 year old Female. On 10/08/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,95,10/8/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42500560,7/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/17/2024 in a 75 year old Female. On 07/17/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Female,72.7,7/17/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42821842,10/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/07/2024 in a 76 year old Male. On 10/07/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Male,158,10/7/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;41358555,8/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/22/2024 in a 77 year old Female. On 08/22/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,105.2,8/22/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;43091966,11/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/11/2024 in a 77 year old Female. On 11/12/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,118,11/11/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42560300,8/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/05/2024 in a 78 year old Female. On 08/05/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Female,87.7,8/5/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42369573,2/29/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 02/29/2024 in a 79 year old Male. On 02/29/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,92.5,2/29/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42477377,7/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/16/2024 in a 79 year old Male. On 07/16/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,55.79,7/16/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42535020,8/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/16/2024 in a 79 year old Female. On 08/16/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,96.1,8/16/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42966744,10/29/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/29/2024 in a 79 year old Female. On 10/29/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,124.4,10/29/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42966744,10/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/29/2024 in a 79 year old Female. On 10/31/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,124.4,10/29/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42942503,8/15/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2024 in a 80 year old Male. On 08/15/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,86,8/15/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42903555,10/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/17/2024 in a 81 year old Female. On 10/17/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,67,10/17/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;43350155,7/7/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/07/2023 in a 83 year old Female. On 07/07/2023, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,96.8,7/7/2023,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;43105516,10/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/03/2024 in a 83 year old Female. On 10/03/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,48.8,10/3/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;38918055,7/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/23/2024 in a 84 year old Female. On 07/24/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,73.52,7/23/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42609218,8/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/19/2024 in a 84 year old Female. On 08/20/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,50.7,8/19/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42887473,11/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/20/2024 in a 87 year old Male. On 11/20/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Male,66.8,11/20/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42369915,7/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/03/2024 in a 88 year old Female. On 07/03/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,47.6,7/3/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42616097,7/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/16/2024 in a 88 year old Female. On 07/26/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,52.8,7/16/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42839120,9/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 88 year old Female. On 09/09/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,66.7,9/9/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;43293365,11/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/19/2024 in a 91 year old Male. On 11/27/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Male,93.5,11/19/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;43275888,12/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/03/2024 in a 91 year old Female. On 12/03/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Female,57.6,12/3/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;43005109,12/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 91 year old Male. On 12/09/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Male,91,12/9/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;42937319,9/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/24/2024 in a 92 year old Female. On 09/24/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Female,71.8,9/24/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;43427070,10/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/22/2024 in a 93 year old Male. On 10/22/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,93,Male,112.8,10/22/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;43032776,11/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/18/2024 in a 94 year old Male. On 11/18/2024, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 75 out of 3396 (2.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Male,83.1,11/18/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0;43006956,9/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/11/2024 in a 71 year old Female. On 09/11/2024, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 23 out of 3396 (0.7%) of subjects experienced Cardiac Perforation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,71,Female,170.2,9/11/2024,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;42651688,8/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/20/2024 in a 73 year old Female. On 08/20/2024, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 23 out of 3396 (0.7%) of subjects experienced Cardiac Perforation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Female,102.6,8/20/2024,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;42951946,11/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/19/2024 in a 74 year old Female. On 11/19/2024, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 23 out of 3396 (0.7%) of subjects experienced Cardiac Perforation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,50,11/19/2024,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;42777019,9/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/30/2024 in a 80 year old Male. On 09/30/2024, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 23 out of 3396 (0.7%) of subjects experienced Cardiac Perforation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,97.5,9/30/2024,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;43212132,9/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/26/2024 in a 82 year old Male. On 09/26/2024, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 23 out of 3396 (0.7%) of subjects experienced Cardiac Perforation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,58.5,9/26/2024,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;42340439,7/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/24/2024 in a 85 year old Female. On 07/24/2024, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 23 out of 3396 (0.7%) of subjects experienced Cardiac Perforation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,47.7,7/24/2024,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;42615549,8/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/28/2024 in a 87 year old Female. On 08/28/2024, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 23 out of 3396 (0.7%) of subjects experienced Cardiac Perforation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,93,8/28/2024,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;42369915,7/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/03/2024 in a 88 year old Female. On 07/03/2024, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 23 out of 3396 (0.7%) of subjects experienced Cardiac Perforation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,47.6,7/3/2024,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;42839120,9/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 88 year old Female. On 09/09/2024, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 23 out of 3396 (0.7%) of subjects experienced Cardiac Perforation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,66.7,9/9/2024,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;43396596,12/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/12/2024 in a 89 year old Female. On 12/12/2024, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 23 out of 3396 (0.7%) of subjects experienced Cardiac Perforation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,59.4,12/12/2024,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;43005109,12/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 91 year old Male. On 12/09/2024, Cardiac Perforation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Perforation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 23 out of 3396 (0.7%) of subjects experienced Cardiac Perforation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Male,91,12/9/2024,NI,2001,4614,2993,4755,4114;4119,3221,4315,NA,0;42584921,7/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/27/2024 in a 68 year old Female. On 07/24/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,68,Female,74.3,6/27/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;43006956,9/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/11/2024 in a 71 year old Female. On 09/11/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,71,Female,170.2,9/11/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42524616,8/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/05/2024 in a 74 year old Male. On 08/05/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,75,8/5/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42834872,7/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/02/2024 in a 75 year old Male. On 07/24/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Male,89.9,7/2/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42370146,6/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/11/2024 in a 76 year old Female. On 06/11/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,86,6/11/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;43091966,11/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/11/2024 in a 77 year old Female. On 11/11/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,118,11/11/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;43345058,1/1/2025,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 78 year old Male. On 01/01/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Male,131,12/9/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42724050,8/15/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/12/2024 in a 79 year old Male. On 08/15/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,105.4,8/12/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42777019,9/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/30/2024 in a 80 year old Male. On 09/30/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,97.5,9/30/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42777019,10/2/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/30/2024 in a 80 year old Male. On 10/02/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,97.5,9/30/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42777019,10/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/30/2024 in a 80 year old Male. On 10/11/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,97.5,9/30/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;43006983,11/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 80 year old Female. On 11/12/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,56.7,11/5/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;41715394,2/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/23/2023 in a 81 year old Female. On 02/14/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,86.5,8/23/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42794802,9/2/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/29/2024 in a 82 year old Female. On 09/02/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Female,105,8/29/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;43095754,11/21/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/21/2024 in a 83 year old Male. On 11/21/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,73,11/21/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42340439,7/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/24/2024 in a 85 year old Female. On 07/24/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,47.7,7/24/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;43120789,11/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/07/2024 in a 86 year old Male. On 11/07/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,83.8,11/7/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42736307,8/27/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 08/27/2024 in a 88 year old Male. On 08/27/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Male,78.5,8/27/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42839120,9/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 88 year old Female. On 09/09/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,66.7,9/9/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42034370,2/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/10/2024 in a 89 year old Male. On 02/21/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Male,90.9,1/10/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42864487,11/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/12/2024 in a 90 year old Male. On 11/12/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Male,67,11/12/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;43005109,12/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 91 year old Male. On 12/09/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Male,91,12/9/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;41348133,3/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/16/2023 in a 92 year old Male. On 03/05/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,68,8/16/2023,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;43007004,11/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/26/2024 in a 92 year old Female. On 11/28/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 64 out of 3396 (1.9%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Female,44,11/26/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42839120,9/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 88 year old Female. On 09/09/2024, Coronary Artery Compression was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Coronary Artery Compression was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Three out of 3396 (<0.1%) of subjects experienced Coronary Artery Compression since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,66.7,9/9/2024,NI,2422,4624,2993,4755,4114;4119,3221,4315,NA,0;42975517,12/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/04/2024 in a 78 year old Male. On 12/04/2024, Device Embolization was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Device Embolization was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Eight out of 3396 (0.2%) of subjects experienced Device Embolization since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Male,74.8,12/4/2024,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;42777019,9/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/30/2024 in a 80 year old Male. On 09/30/2024, Device Embolization was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Device Embolization was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Eight out of 3396 (0.2%) of subjects experienced Device Embolization since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,97.5,9/30/2024,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;43271944,11/30/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/20/2024 in a 81 year old Male. On 11/30/2024, Device Embolization was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Device Embolization was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Eight out of 3396 (0.2%) of subjects experienced Device Embolization since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,68.7,11/20/2024,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;42615454,8/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/21/2024 in a 82 year old Male. On 08/21/2024, Device Embolization was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Device Embolization was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Eight out of 3396 (0.2%) of subjects experienced Device Embolization since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,97.1,8/21/2024,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;43005336,9/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/26/2024 in a 86 year old Female. On 09/26/2024, Device Embolization was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Device Embolization was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Eight out of 3396 (0.2%) of subjects experienced Device Embolization since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,73.65,9/26/2024,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;42706773,11/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/20/2024 in a 57 year old Male. On 11/20/2024, Device Migration was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Device Migration was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 12 out of 3396 (0.4%) of subjects experienced Device Migration since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,57,Male,66,11/20/2024,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;42952253,12/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/03/2024 in a 77 year old Female. On 12/03/2024, Device Migration was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Device Migration was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 12 out of 3396 (0.4%) of subjects experienced Device Migration since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,56,12/3/2024,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;42156136,3/14/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 03/14/2024 in a 80 year old Male. On 03/14/2024, Device Migration was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Device Migration was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 12 out of 3396 (0.4%) of subjects experienced Device Migration since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,135,3/14/2024,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;42410583,5/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/21/2024 in a 81 year old Male. On 05/21/2024, Device Migration was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Device Migration was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 12 out of 3396 (0.4%) of subjects experienced Device Migration since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,52,5/21/2024,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;42795741,10/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/17/2024 in a 87 year old Female. On 10/17/2024, Device Migration was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Device Migration was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 12 out of 3396 (0.4%) of subjects experienced Device Migration since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,54.2,10/17/2024,NI,2687,4614,1395,4755,4114;4119,3221,4315,NA,0;42863132,11/14/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/14/2024 in a 79 year old Male. On 11/14/2024, Device Related Event - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Device Related Event - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Three out of 3396 (<0.1%) of subjects experienced Device Related Event - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,81.8,11/14/2024,NI,4449,4614,2993,4755,4114;4119,3221,4315,NA,0;42887473,11/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/20/2024 in a 87 year old Male. On 11/20/2024, Device Related Event - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Device Related Event - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Three out of 3396 (<0.1%) of subjects experienced Device Related Event - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Male,66.8,11/20/2024,NI,4449,4614,2993,4755,4114;4119,3221,4315,NA,0;43153855,11/1/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 10/24/2024 in a 60 year old Male. On 11/01/2024, Device Thrombosis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Device Thrombosis was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3396 (0.1%) of subjects experienced Device Thrombosis since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,60,Male,105.3,10/24/2024,NI,4440,4614,4001,4755,4114;4119,3221,4315,NA,0;41733407,11/1/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/05/2023 in a 81 year old Female. On 11/01/2024, Device Thrombosis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Device Thrombosis was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3396 (0.1%) of subjects experienced Device Thrombosis since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,49,10/5/2023,NI,4440,4614,4001,4755,4114;4119,3221,4315,NA,0;42534960,10/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/12/2024 in a 85 year old Female. On 10/24/2024, Device Thrombosis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Device Thrombosis was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3396 (0.1%) of subjects experienced Device Thrombosis since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,76.8,8/12/2024,NI,4440,4614,4001,4755,4114;4119,3221,4315,NA,0;42987873,12/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/19/2024 in a 79 year old Female. On 12/23/2024, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 17 out of 3396 (0.5%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,52.72,12/19/2024,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0;42410583,5/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/21/2024 in a 81 year old Male. On 05/23/2024, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 17 out of 3396 (0.5%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,52,5/21/2024,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0;43271944,12/1/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/20/2024 in a 81 year old Male. On 12/01/2024, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 17 out of 3396 (0.5%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,68.7,11/20/2024,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0;42887473,11/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/20/2024 in a 87 year old Male. On 11/21/2024, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 17 out of 3396 (0.5%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Male,66.8,11/20/2024,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0;42839194,10/2/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/25/2024 in a 96 year old Male. On 10/02/2024, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 17 out of 3396 (0.5%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,96,Male,69.4,9/25/2024,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0;41597041,10/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/19/2023 in a 69 year old Male. On 10/06/2024, Endocarditis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Endocarditis was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Nine out of 3396 (0.3%) of subjects experienced Endocarditis since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,69,Male,83,9/19/2023,NI,1834,4614,2993,4755,4114;4119,3221,4315,NA,0;42987803,2/5/2025,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 72 year old Female. On 02/05/2025, Endocarditis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Endocarditis was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Nine out of 3396 (0.3%) of subjects experienced Endocarditis since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Female,113.5,12/9/2024,NI,1834,4614,2993,4755,4114;4119,3221,4315,NA,0;43293522,12/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/16/2024 in a 87 year old Female. On 12/27/2024, Endocarditis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Endocarditis was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Nine out of 3396 (0.3%) of subjects experienced Endocarditis since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,93,12/16/2024,NI,1834,4614,2993,4755,4114;4119,3221,4315,NA,0;41568886,12/10/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/28/2023 in a 94 year old Female. On 12/10/2023, Endocarditis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Endocarditis was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Nine out of 3396 (0.3%) of subjects experienced Endocarditis since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Female,65,9/28/2023,NI,1834,4614,2993,4755,4114;4119,3221,4315,NA,0;42794723,12/29/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2024 in a 95 year old Male. On 12/29/2024, Endocarditis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Endocarditis was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Nine out of 3396 (0.3%) of subjects experienced Endocarditis since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,95,Male,76.2,10/23/2024,NI,1834,4614,2993,4755,4114;4119,3221,4315,NA,0;41956933,1/9/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 01/08/2024 in a 69 year old Male. On 01/09/2024, ICD was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of ICD was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Nine out of 3396 (0.3%) of subjects experienced ICD since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,69,Male,108,1/8/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42903260,10/10/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 74 year old Male. On 10/10/2024, ICD was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of ICD was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Nine out of 3396 (0.3%) of subjects experienced ICD since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,69.5,9/9/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41316337,3/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/14/2023 in a 75 year old Female. On 03/07/2024, ICD was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of ICD was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Nine out of 3396 (0.3%) of subjects experienced ICD since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Female,64.86,9/14/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43019930,12/11/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/11/2024 in a 76 year old Male. On 12/11/2024, ICD was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of ICD was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Nine out of 3396 (0.3%) of subjects experienced ICD since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Male,111.1,12/11/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42524942,7/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/02/2024 in a 80 year old Female. On 07/11/2024, ICD was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of ICD was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Nine out of 3396 (0.3%) of subjects experienced ICD since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,88.1,7/2/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42942503,8/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2024 in a 80 year old Male. On 08/19/2024, ICD was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of ICD was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Nine out of 3396 (0.3%) of subjects experienced ICD since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,86,8/15/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42560181,8/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/26/2024 in a 81 year old Female. On 08/27/2024, ICD was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of ICD was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Nine out of 3396 (0.3%) of subjects experienced ICD since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,104,8/26/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42513016,8/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/26/2024 in a 59 year old Male. On 08/09/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,59,Male,70,7/26/2024,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;42110917,3/11/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 02/07/2024 in a 63 year old Male. On 03/11/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,63,Male,65.8,2/7/2024,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;43085717,12/17/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/13/2024 in a 63 year old Male. On 12/17/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,63,Male,122.1,12/13/2024,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41798279,5/13/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/11/2024 in a 74 year old Female. On 05/13/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,92,1/11/2024,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41810875,5/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/03/2023 in a 76 year old Female. On 05/17/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,60.7,10/3/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;42951943,12/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/20/2024 in a 76 year old Female. On 12/17/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,109.5,11/20/2024,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41467675,6/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/19/2023 in a 77 year old Female. On 06/03/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,71.2,6/19/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;43091966,11/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/11/2024 in a 77 year old Female. On 11/11/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,118,11/11/2024,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41512622,11/10/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/09/2023 in a 78 year old Male. On 11/10/2023, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Male,63,8/9/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;42975517,12/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/04/2024 in a 78 year old Male. On 12/26/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Male,74.8,12/4/2024,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41562197,8/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/13/2023 in a 79 year old Female. On 08/07/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,71.22,11/13/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41715286,9/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/16/2023 in a 80 year old Male. On 09/03/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,98.6,8/16/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;42609135,10/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/16/2024 in a 80 year old Male. On 10/05/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,56.4,8/16/2024,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;43396028,12/29/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/19/2024 in a 81 year old Male. On 12/29/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,79.2,12/19/2024,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41451168,3/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/05/2023 in a 90 year old Female. On 03/04/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,48.5,10/5/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41348133,3/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/16/2023 in a 92 year old Male. On 03/05/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,68,8/16/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41347449,7/2/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/20/2023 in a 94 year old Female. On 07/02/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Female,57.2,9/20/2023,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;43105220,11/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/30/2024 in a 94 year old Female. On 11/12/2024, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 33 out of 3396 (1.0%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Female,95.9,10/30/2024,NI,1969,4614,2993,4755,4114;4119,3221,4315,NA,0;41445257,6/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2023 in a 51 year old Female. On 06/04/2024, PCI was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of PCI was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 13 out of 3396 (0.4%) of subjects experienced PCI since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,51,Female,100.25,10/23/2023,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;42385337,7/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/06/2024 in a 69 year old Male. On 07/19/2024, PCI was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of PCI was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 13 out of 3396 (0.4%) of subjects experienced PCI since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,69,Male,145.2,3/6/2024,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;41562303,5/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/14/2023 in a 74 year old Female. On 05/30/2024, PCI was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of PCI was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 13 out of 3396 (0.4%) of subjects experienced PCI since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,89.6,11/14/2023,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;41562303,6/13/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/14/2023 in a 74 year old Female. On 06/13/2024, PCI was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of PCI was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 13 out of 3396 (0.4%) of subjects experienced PCI since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,89.6,11/14/2023,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;41715286,9/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/16/2023 in a 80 year old Male. On 09/03/2024, PCI was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of PCI was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 13 out of 3396 (0.4%) of subjects experienced PCI since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,98.6,8/16/2023,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;41643141,9/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/20/2023 in a 83 year old Male. On 09/30/2024, PCI was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of PCI was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 13 out of 3396 (0.4%) of subjects experienced PCI since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,70.3,12/20/2023,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;41734126,7/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/12/2024 in a 90 year old Female. On 07/17/2024, PCI was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of PCI was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 13 out of 3396 (0.4%) of subjects experienced PCI since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,49.8,1/12/2024,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;43105220,11/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/30/2024 in a 94 year old Female. On 11/12/2024, PCI was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of PCI was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 13 out of 3396 (0.4%) of subjects experienced PCI since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Female,95.9,10/30/2024,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;42966744,10/29/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/29/2024 in a 79 year old Female. On 10/29/2024, Percutaneous Coronary Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Percutaneous Coronary Intervention was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 11 out of 3396 (0.3%) of subjects experienced Percutaneous Coronary Intervention since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,124.4,10/29/2024,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;42952043,9/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/25/2024 in a 83 year old Female. On 09/25/2024, Percutaneous Coronary Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Percutaneous Coronary Intervention was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 11 out of 3396 (0.3%) of subjects experienced Percutaneous Coronary Intervention since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,70.2,9/25/2024,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;42839120,9/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 88 year old Female. On 09/09/2024, Percutaneous Coronary Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Percutaneous Coronary Intervention was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 11 out of 3396 (0.3%) of subjects experienced Percutaneous Coronary Intervention since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,66.7,9/9/2024,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;43351971,4/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 04/11/2024 in a 92 year old Female. On 04/12/2024, Percutaneous Coronary Intervention was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Percutaneous Coronary Intervention was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 11 out of 3396 (0.3%) of subjects experienced Percutaneous Coronary Intervention since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Female,75.8,4/11/2024,NI,4871,4624,2993,4755,4114;4119,3221,4315,NA,0;42664546,8/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/22/2024 in a 55 year old Male. On 08/26/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,55,Male,132,8/22/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42442692,7/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/09/2024 in a 59 year old Female. On 07/09/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,59,Female,100.3,7/9/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43105506,12/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/23/2024 in a 59 year old Male. On 12/26/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,59,Male,68.1,12/23/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42996776,11/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/19/2024 in a 63 year old Female. On 11/25/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,63,Female,69.6,11/19/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42696956,8/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/05/2024 in a 64 year old Male. On 08/23/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,64,Male,92.9,8/5/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42697224,9/2/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/30/2024 in a 64 year old Female. On 09/02/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,64,Female,73.6,8/30/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42766896,10/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/17/2024 in a 64 year old Female. On 10/17/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,64,Female,126.1,10/17/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42983086,12/23/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/17/2024 in a 65 year old Male. On 12/23/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,65,Male,126.3,12/17/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43020536,8/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/19/2024 in a 67 year old Female. On 08/21/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,67,Female,45.4,8/19/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42942458,9/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/12/2024 in a 67 year old Female. On 09/18/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,67,Female,106.3,9/12/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42632347,9/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/24/2024 in a 67 year old Female. On 09/24/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,67,Female,85,9/24/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43071043,9/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/19/2024 in a 69 year old Female. On 09/20/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,69,Female,100.1,9/19/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;23672996,10/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 69 year old Male. On 10/08/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,69,Male,116.8,10/8/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43405609,11/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/19/2024 in a 69 year old Female. On 11/22/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,69,Female,98.4,11/19/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42006765,3/19/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 03/18/2024 in a 70 year old Male. On 03/19/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,70,Male,59,3/18/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43371880,10/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2024 in a 71 year old Male. On 10/24/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,71,Male,105,10/23/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42845706,11/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/26/2024 in a 71 year old Female. On 11/26/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,71,Female,70,11/26/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43253060,12/20/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/10/2024 in a 71 year old Male. On 12/20/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,71,Male,130,12/10/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43196326,12/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/17/2024 in a 71 year old Male. On 12/18/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,71,Male,132,12/17/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43070343,8/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/07/2024 in a 72 year old Female. On 08/22/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Female,69.2,8/7/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42585064,8/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/27/2024 in a 72 year old Female. On 08/28/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Female,117.3,8/27/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42642766,9/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/06/2024 in a 72 year old Female. On 09/11/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Female,125.2,9/6/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42937238,9/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/10/2024 in a 72 year old Male. On 09/11/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Male,79,9/10/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42711974,9/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/18/2024 in a 72 year old Female. On 09/21/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Female,98.4,9/18/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42975098,12/11/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/10/2024 in a 72 year old Male. On 12/11/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Male,147.9,12/10/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43084823,12/13/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/12/2024 in a 72 year old Male. On 12/13/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Male,87.1,12/12/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42623906,5/2/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 05/01/2024 in a 73 year old Male. On 05/02/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Male,99.2,5/1/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42524466,7/3/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 07/02/2024 in a 73 year old Male. On 07/03/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Male,75.4,7/2/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42651688,8/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/20/2024 in a 73 year old Female. On 08/20/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Female,102.6,8/20/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42691101,9/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/24/2024 in a 73 year old Female. On 09/24/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Female,96.5,9/24/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43057924,10/1/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/27/2024 in a 73 year old Male. On 10/01/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Male,77.1,9/27/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42794696,10/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/22/2024 in a 73 year old Female. On 10/23/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Female,82.2,10/22/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43003450,11/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 73 year old Male. On 11/14/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Male,67.13,11/5/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39424338,7/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/24/2024 in a 74 year old Female. On 07/26/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,73,7/24/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42690991,7/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/30/2024 in a 74 year old Female. On 07/31/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,54.43,7/30/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42524616,8/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/05/2024 in a 74 year old Male. On 08/07/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,75,8/5/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42543069,10/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 74 year old Female. On 10/09/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,95,10/8/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42844116,10/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/17/2024 in a 74 year old Male. On 10/18/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,54.4,10/17/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42951946,11/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/19/2024 in a 74 year old Female. On 11/20/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,50,11/19/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43084939,12/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/17/2024 in a 74 year old Female. On 12/20/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,96.6,12/17/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43275968,8/24/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/24/2023 in a 75 year old Female. On 08/24/2023, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Female,122.02,8/24/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42484529,6/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/17/2024 in a 75 year old Male. On 06/18/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Male,97.1,6/17/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42834872,7/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/02/2024 in a 75 year old Male. On 07/03/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Male,89.9,7/2/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42456169,8/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/15/2024 in a 75 year old Female. On 08/05/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Female,58.2,7/15/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42651898,8/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/14/2024 in a 75 year old Female. On 08/14/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Female,57.6,8/14/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42664650,9/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 75 year old Female. On 09/12/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Female,66,9/9/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42776849,10/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/07/2024 in a 75 year old Female. On 10/08/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Female,98,10/7/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42933746,11/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/21/2024 in a 75 year old Male. On 11/25/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Male,95.5,11/21/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43070201,12/20/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/11/2024 in a 75 year old Male. On 12/20/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Male,96.1,12/11/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42933753,8/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/06/2024 in a 76 year old Female. On 08/07/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,62.9,8/6/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42937358,9/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/03/2024 in a 76 year old Male. On 09/03/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Male,104.9,9/3/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42930593,10/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/03/2024 in a 76 year old Female. On 10/07/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,47.8,10/3/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42821842,10/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/07/2024 in a 76 year old Male. On 10/08/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Male,158,10/7/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43019930,12/14/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/11/2024 in a 76 year old Male. On 12/14/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Male,111.1,12/11/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43405380,12/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/27/2024 in a 76 year old Female. On 12/27/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,65.8,12/27/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42700786,8/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/20/2024 in a 77 year old Female. On 08/21/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,112,8/20/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42864311,10/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/29/2024 in a 77 year old Female. On 10/30/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,89.1,10/29/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43212317,11/22/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/20/2024 in a 77 year old Male. On 11/22/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Male,114.9,11/20/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42952253,12/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/03/2024 in a 77 year old Female. On 12/05/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,56,12/3/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43405165,12/10/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 77 year old Female. On 12/10/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,96.4,12/9/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41864745,2/15/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 02/12/2024 in a 78 year old Male. On 02/15/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Male,130.41,2/12/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42560300,8/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/05/2024 in a 78 year old Female. On 08/06/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Female,87.7,8/5/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42863406,11/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 78 year old Female. On 11/18/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Female,97,10/8/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42749629,10/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/10/2024 in a 78 year old Female. On 10/11/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Female,70.3,10/10/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43034999,11/14/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/12/2024 in a 78 year old Male. On 11/14/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Male,63.5,11/12/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42928915,11/29/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/26/2024 in a 78 year old Male. On 11/29/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Male,91.6,11/26/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43345058,12/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 78 year old Male. On 12/09/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Male,131,12/9/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42996751,12/23/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/20/2024 in a 78 year old Male. On 12/23/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Male,82,12/20/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41562197,3/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/13/2023 in a 79 year old Female. On 03/12/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,71.22,11/13/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42442662,8/15/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 07/03/2024 in a 79 year old Male. On 08/15/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,108.8,7/3/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42491097,8/1/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/31/2024 in a 79 year old Female. On 08/01/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,87.1,7/31/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42500545,8/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/08/2024 in a 79 year old Male. On 08/08/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,73,8/8/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42724050,8/13/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/12/2024 in a 79 year old Male. On 08/13/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,105.4,8/12/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42696714,8/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/23/2024 in a 79 year old Male. On 08/30/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,90.9,8/23/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42623853,9/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/03/2024 in a 79 year old Female. On 09/04/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,66.4,9/3/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42749687,10/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/03/2024 in a 79 year old Male. On 10/07/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,80.3,10/3/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42736611,10/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 79 year old Female. On 10/09/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,132.9,10/8/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42887452,10/10/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 10/09/2024 in a 79 year old Male. On 10/10/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,95.53,10/9/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43058004,10/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/11/2024 in a 79 year old Female. On 10/14/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,78.8,10/11/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42966744,10/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/29/2024 in a 79 year old Female. On 10/31/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,124.4,10/29/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43115718,11/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 79 year old Female. On 11/12/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,66,11/5/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43212251,11/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/07/2024 in a 79 year old Male. On 11/09/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,76.5,11/7/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43405373,11/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/19/2024 in a 79 year old Male. On 11/19/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,112.04,11/19/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43005466,12/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/19/2024 in a 79 year old Female. On 12/20/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,74.8,12/19/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41627285,6/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/17/2023 in a 80 year old Male. On 06/04/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,90,8/17/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42609083,8/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/20/2024 in a 80 year old Male. On 08/27/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,69.6,8/20/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42951998,8/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/21/2024 in a 80 year old Male. On 08/21/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,98.3,8/21/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42761199,9/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/10/2024 in a 80 year old Female. On 09/11/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,100,9/10/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42700493,9/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/17/2024 in a 80 year old Female. On 09/20/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,85.9,9/17/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42834659,10/16/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 10/15/2024 in a 80 year old Male. On 10/16/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,84.3,10/15/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42844354,10/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/17/2024 in a 80 year old Female. On 10/17/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,54,10/17/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43006983,11/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 80 year old Female. On 11/12/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,56.7,11/5/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42976093,11/14/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/14/2024 in a 80 year old Male. On 11/14/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,119,11/14/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43102063,11/26/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/25/2024 in a 80 year old Male. On 11/26/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,104.3,11/25/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41735231,11/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/06/2023 in a 81 year old Female. On 11/14/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,71.1,12/6/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42046374,3/12/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 03/08/2024 in a 81 year old Male. On 03/12/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,88.5,3/8/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42651350,8/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/27/2024 in a 81 year old Female. On 08/31/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,52.4,8/27/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42711954,9/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/25/2024 in a 81 year old Female. On 09/25/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,86,9/25/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;39751104,10/15/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/14/2024 in a 81 year old Male. On 10/15/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,122.7,10/14/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42821814,10/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/29/2024 in a 81 year old Male. On 10/30/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,86,10/29/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42794506,10/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/30/2024 in a 81 year old Female. On 10/31/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,78.7,10/30/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43293848,12/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/10/2024 in a 81 year old Male. On 12/11/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,90.8,12/10/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42323166,3/18/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 03/13/2024 in a 82 year old Male. On 03/18/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,114.8,3/13/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42415378,7/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/09/2024 in a 82 year old Female. On 07/16/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Female,59.6,7/9/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42738108,7/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/30/2024 in a 82 year old Male. On 07/31/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,68,7/30/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42975114,8/10/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/07/2024 in a 82 year old Female. On 08/10/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Female,71.6,8/7/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42528838,8/27/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 08/22/2024 in a 82 year old Male. On 08/27/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,91.6,8/22/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42591803,8/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/27/2024 in a 82 year old Male. On 08/27/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,72.8,8/27/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42794802,8/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/29/2024 in a 82 year old Female. On 08/31/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Female,105,8/29/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42634501,9/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/06/2024 in a 82 year old Female. On 09/06/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Female,72.2,9/6/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42839189,9/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/24/2024 in a 82 year old Male. On 09/25/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,113.58,9/24/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42863349,10/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/22/2024 in a 82 year old Male. On 10/25/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,99.1,10/22/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42863865,11/13/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/12/2024 in a 82 year old Male. On 11/13/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,93.4,11/12/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42808540,11/22/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/20/2024 in a 82 year old Male. On 11/22/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,84.4,11/20/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43327955,12/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/11/2024 in a 82 year old Male. On 12/17/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,114,12/11/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41731795,12/7/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/26/2023 in a 83 year old Male. On 12/07/2023, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,96.6,9/26/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42034221,4/1/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/03/2024 in a 83 year old Male. On 04/01/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,85,1/3/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42696918,7/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/01/2024 in a 83 year old Female. On 07/08/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,83.3,7/1/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42497319,7/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/03/2024 in a 83 year old Female. On 07/08/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,92.6,7/3/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43071251,9/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/04/2024 in a 83 year old Male. On 09/20/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,95.7,9/4/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43045845,9/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/11/2024 in a 83 year old Female. On 09/12/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,52.6,9/11/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42781546,9/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/23/2024 in a 83 year old Female. On 09/24/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,82,9/23/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42804175,10/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/16/2024 in a 83 year old Female. On 10/17/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,63.1,10/16/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43032709,10/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/17/2024 in a 83 year old Male. On 10/18/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,78.7,10/17/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43095754,11/21/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/21/2024 in a 83 year old Male. On 11/21/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,73,11/21/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42976079,11/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/25/2024 in a 83 year old Male. On 11/26/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,72.1,11/25/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42952165,12/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/04/2024 in a 83 year old Male. On 12/06/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,78.5,12/4/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43427409,12/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/04/2024 in a 83 year old Female. On 12/05/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,59,12/4/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43071745,12/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/05/2024 in a 83 year old Female. On 12/06/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,81.7,12/5/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42993125,12/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/19/2024 in a 83 year old Female. On 12/24/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,59.4,12/19/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43351985,10/18/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/17/2023 in a 84 year old Male. On 10/18/2023, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Male,87.4,10/17/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42052325,3/28/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 03/26/2024 in a 84 year old Male. On 03/28/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Male,57,3/26/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42385879,7/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/01/2024 in a 84 year old Female. On 07/09/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,73.1,7/1/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;38918055,7/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/23/2024 in a 84 year old Female. On 07/26/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,73.52,7/23/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42559849,8/13/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/12/2024 in a 84 year old Female. On 08/13/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,100,8/12/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43005405,8/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/22/2024 in a 84 year old Male. On 08/27/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Male,104,8/22/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42887232,9/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/04/2024 in a 84 year old Female. On 09/05/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,85.3,9/4/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42767008,9/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/05/2024 in a 84 year old Female. On 09/12/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,47,9/5/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42664685,9/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/16/2024 in a 84 year old Female. On 09/18/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,100,9/16/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42804312,9/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/18/2024 in a 84 year old Male. On 09/25/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Male,91.62,9/18/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43071824,10/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2024 in a 84 year old Female. On 10/25/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,46.6,10/23/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42822071,11/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/28/2024 in a 84 year old Female. On 11/04/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,60.8,10/28/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42902841,11/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/20/2024 in a 84 year old Male. On 11/22/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Male,96.2,11/20/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43352078,11/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/22/2024 in a 84 year old Female. On 11/23/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,72.2,11/22/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42299662,2/14/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 02/14/2024 in a 85 year old Male. On 02/14/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,102,2/14/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42299133,5/29/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 05/28/2024 in a 85 year old Male. On 05/29/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,101.5,5/28/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42591798,8/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/20/2024 in a 85 year old Female. On 08/22/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,71.2,8/20/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42863494,10/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 85 year old Female. On 10/09/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,78,10/8/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43372218,10/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/09/2024 in a 85 year old Female. On 10/11/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,91.3,10/9/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43246315,10/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/10/2024 in a 85 year old Male. On 10/11/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,84,10/10/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42821660,12/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/25/2024 in a 85 year old Female. On 12/05/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,97.1,10/25/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43405151,11/29/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/27/2024 in a 85 year old Female. On 11/29/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,68.18,11/27/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42208826,5/3/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 05/02/2024 in a 86 year old Male. On 05/03/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,85,5/2/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42392803,7/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/02/2024 in a 86 year old Male. On 07/05/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,99,7/2/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42651027,7/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/11/2024 in a 86 year old Female. On 07/22/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,47.6,7/11/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43043471,9/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/29/2024 in a 86 year old Female. On 09/04/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,86.2,8/29/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42975933,8/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/30/2024 in a 86 year old Male. On 08/31/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,60.1,8/30/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42724100,9/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/19/2024 in a 86 year old Male. On 09/19/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,72,9/19/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43005336,9/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/26/2024 in a 86 year old Female. On 09/30/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,73.65,9/26/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42864343,10/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/22/2024 in a 86 year old Male. On 10/23/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,73.93,10/22/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42786076,10/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2024 in a 86 year old Male. On 10/28/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,81.2,10/23/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42864319,10/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/24/2024 in a 86 year old Male. On 10/25/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,82.2,10/24/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42951844,11/13/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/06/2024 in a 86 year old Male. On 11/13/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,75,11/6/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43085309,11/13/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/07/2024 in a 86 year old Female. On 11/13/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,64,11/7/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42023498,12/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/18/2024 in a 86 year old Male. On 12/20/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,97.52,12/18/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42052019,4/1/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 03/28/2024 in a 87 year old Male. On 04/01/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Male,64,3/28/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42535161,8/2/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/01/2024 in a 87 year old Female. On 08/02/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,84.4,8/1/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42998300,8/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/22/2024 in a 87 year old Female. On 08/23/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,60.9,8/22/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43020529,10/15/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/15/2024 in a 87 year old Female. On 10/15/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,47.6,10/15/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42795741,10/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/17/2024 in a 87 year old Female. On 10/17/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,54.2,10/17/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42975223,12/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/16/2024 in a 87 year old Male. On 12/18/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Male,88.2,12/16/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41378761,9/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/03/2023 in a 88 year old Female. On 09/27/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,75.8,10/3/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41392240,8/29/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/03/2023 in a 88 year old Female. On 08/29/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,70.3,10/3/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42222349,5/8/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 05/07/2024 in a 88 year old Male. On 05/08/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Male,82.55,5/7/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42597774,8/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/13/2024 in a 88 year old Male. On 08/14/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Male,82.9,8/13/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42609248,8/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/22/2024 in a 88 year old Male. On 08/22/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Male,76.2,8/22/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42609123,9/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/29/2024 in a 88 year old Male. On 09/03/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Male,91.6,8/29/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42839120,9/10/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 88 year old Female. On 09/10/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,66.7,9/9/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42565552,10/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/01/2024 in a 88 year old Male. On 10/08/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Male,74.8,10/1/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43355911,10/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/03/2024 in a 88 year old Female. On 10/03/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,68.3,10/3/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42804543,10/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 88 year old Female. On 10/08/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,45.4,10/8/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43175818,12/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/04/2024 in a 88 year old Female. On 12/06/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,112.94,12/4/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43057922,12/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/04/2024 in a 88 year old Male. On 12/09/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Male,78.3,12/4/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42118407,4/18/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 04/15/2024 in a 89 year old Male. On 04/18/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Male,74.71,4/15/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42396255,7/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/01/2024 in a 89 year old Male. On 07/08/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Male,64,7/1/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42443058,7/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/23/2024 in a 89 year old Male. On 07/23/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Male,72.2,7/23/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42901344,8/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/08/2024 in a 89 year old Female. On 08/09/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,47.6,8/8/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43032662,9/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/24/2024 in a 89 year old Female. On 09/24/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,75.8,9/24/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43286956,12/2/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/02/2024 in a 89 year old Female. On 12/02/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,60.46,12/2/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43007277,12/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/04/2024 in a 89 year old Male. On 12/05/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Male,,12/4/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43352455,9/29/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/28/2023 in a 90 year old Female. On 09/29/2023, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,70.7,9/28/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43033465,7/15/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/11/2024 in a 90 year old Female. On 07/15/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,87.7,7/11/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43071354,9/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/28/2024 in a 90 year old Male. On 09/06/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Male,79.9,8/28/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42761193,10/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/10/2024 in a 90 year old Female. On 10/24/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,76,9/10/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42757375,9/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/18/2024 in a 90 year old Male. On 09/19/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Male,84.6,9/18/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43427183,11/1/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/30/2024 in a 90 year old Female. On 11/01/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,49.3,10/30/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43058094,11/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 90 year old Female. On 11/06/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,65.3,11/5/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42975106,11/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/21/2024 in a 90 year old Female. On 11/25/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,106.6,11/21/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43257495,12/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/10/2024 in a 90 year old Male. On 12/11/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Male,75,12/10/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41503131,2/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/19/2023 in a 91 year old Female. On 02/23/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Female,62.6,9/19/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42982734,7/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/11/2024 in a 91 year old Female. On 07/14/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Female,46.1,7/11/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42491006,7/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/17/2024 in a 91 year old Female. On 07/17/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Female,58.6,7/17/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42937303,10/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/02/2024 in a 91 year old Male. On 10/03/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Male,95.1,10/2/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42844868,10/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/09/2024 in a 91 year old Male. On 10/14/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Male,87,10/9/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43349978,7/17/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/13/2023 in a 92 year old Male. On 07/17/2023, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,99.4,7/13/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;41221266,1/29/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2023 in a 92 year old Female. On 01/29/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Female,54.43,8/15/2023,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42512927,6/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/26/2024 in a 92 year old Female. On 06/27/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Female,88.45,6/26/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42609130,8/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/05/2024 in a 92 year old Male. On 08/09/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,60.6,8/5/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42597949,8/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/07/2024 in a 92 year old Male. On 08/11/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,80.5,8/7/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42804396,9/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/29/2024 in a 92 year old Male. On 09/05/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,82.6,8/29/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43007004,11/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/26/2024 in a 92 year old Female. On 11/28/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Female,44,11/26/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43276207,2/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/15/2024 in a 93 year old Female. On 02/16/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,93,Female,65.5,2/15/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42834745,9/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/18/2024 in a 93 year old Female. On 09/19/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,93,Female,59.15,9/18/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43120995,12/23/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/20/2024 in a 93 year old Male. On 12/23/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,93,Male,77.3,12/20/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42804287,8/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/28/2024 in a 94 year old Female. On 08/30/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Female,70.3,8/28/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;42795720,10/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/22/2024 in a 94 year old Male. On 10/23/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Male,81.6,10/22/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43105220,11/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/30/2024 in a 94 year old Female. On 11/07/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Female,95.9,10/30/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43033481,12/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/24/2024 in a 94 year old Female. On 12/27/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Female,58.5,12/24/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;31974386,11/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/19/2024 in a 95 year old Male. On 11/20/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,95,Male,94.4,11/19/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43034717,10/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/02/2024 in a 96 year old Male. On 10/03/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,96,Male,73.7,10/2/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;38947594,10/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/04/2024 in a 96 year old Male. On 10/07/2024, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 529 out of 3396 (15.6%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,96,Male,55.4,10/4/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0;43153855,11/1/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 10/24/2024 in a 60 year old Male. On 11/01/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,60,Male,105.3,10/24/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;42863662,12/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 64 year old Female. On 12/16/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,64,Female,46.9,11/5/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;41597041,10/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/19/2023 in a 69 year old Male. On 10/06/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,69,Male,83,9/19/2023,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;41378617,9/16/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/08/2023 in a 71 year old Female. On 09/16/2023, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,71,Female,126.3,6/8/2023,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;42987803,2/2/2025,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 72 year old Female. On 02/02/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Female,113.5,12/9/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;42987803,2/5/2025,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 72 year old Female. On 02/05/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Female,113.5,12/9/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;42903260,9/13/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 74 year old Male. On 09/13/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,69.5,9/9/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;42903260,10/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 74 year old Male. On 10/03/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,69.5,9/9/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;42764038,11/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/17/2024 in a 74 year old Male. On 11/26/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,73.3,9/17/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;41810875,2/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/03/2023 in a 76 year old Female. On 02/25/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,60.7,10/3/2023,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;41387090,11/1/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/04/2023 in a 79 year old Male. On 11/01/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,54.5,10/4/2023,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;42442662,8/13/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 07/03/2024 in a 79 year old Male. On 08/13/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,108.8,7/3/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;41826057,5/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/17/2024 in a 80 year old Male. On 05/09/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,70.5,1/17/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;43271944,11/30/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/20/2024 in a 81 year old Male. On 11/30/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,68.7,11/20/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;42928512,12/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/22/2024 in a 83 year old Male. On 12/17/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,57.2,11/22/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;41602596,2/1/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/03/2023 in a 85 year old Female. On 02/01/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,71,8/3/2023,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;41602596,3/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/03/2023 in a 85 year old Female. On 03/21/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,71,8/3/2023,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;41602596,5/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/03/2023 in a 85 year old Female. On 05/17/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,71,8/3/2023,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;41602596,6/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/03/2023 in a 85 year old Female. On 06/19/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,71,8/3/2023,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;43043471,9/3/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/29/2024 in a 86 year old Female. On 09/03/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,86.2,8/29/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;43085309,11/13/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/07/2024 in a 86 year old Female. On 11/13/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,64,11/7/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;42052019,3/31/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 03/28/2024 in a 87 year old Male. On 03/31/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Male,64,3/28/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;43293522,12/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/16/2024 in a 87 year old Female. On 12/27/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,93,12/16/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;41544213,12/27/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/25/2023 in a 89 year old Female. On 12/27/2023, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,69.9,10/25/2023,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;42034370,2/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/10/2024 in a 89 year old Male. On 02/21/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Male,90.9,1/10/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;42761193,10/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/10/2024 in a 90 year old Female. On 10/23/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,76,9/10/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;41568886,12/10/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/28/2023 in a 94 year old Female. On 12/10/2023, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Female,65,9/28/2023,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;41544185,5/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/10/2023 in a 94 year old Female. On 05/14/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Female,48.9,10/10/2023,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;42794723,12/29/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2024 in a 95 year old Male. On 12/29/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 37 out of 3396 (1.1%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,95,Male,76.2,10/23/2024,NI,4449,4607,2993,4755,4114;4119,3221,4315,NA,0;42903260,11/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 74 year old Male. On 11/05/2024, Reintervention - Aortic Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Reintervention - Aortic Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 15 out of 3396 (0.4%) of subjects experienced Reintervention - Aortic Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,69.5,9/9/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42764038,11/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/17/2024 in a 74 year old Male. On 11/26/2024, Reintervention - Aortic Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Reintervention - Aortic Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 15 out of 3396 (0.4%) of subjects experienced Reintervention - Aortic Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,73.3,9/17/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42370146,6/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/11/2024 in a 76 year old Female. On 06/11/2024, Reintervention - Aortic Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Reintervention - Aortic Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 15 out of 3396 (0.4%) of subjects experienced Reintervention - Aortic Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,86,6/11/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42975517,12/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/04/2024 in a 78 year old Male. On 12/06/2024, Reintervention - Aortic Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Reintervention - Aortic Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 15 out of 3396 (0.4%) of subjects experienced Reintervention - Aortic Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Male,74.8,12/4/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;41826057,5/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 01/17/2024 in a 80 year old Male. On 05/09/2024, Reintervention - Aortic Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Reintervention - Aortic Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 15 out of 3396 (0.4%) of subjects experienced Reintervention - Aortic Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,70.5,1/17/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42410583,5/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 05/21/2024 in a 81 year old Male. On 05/23/2024, Reintervention - Aortic Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Reintervention - Aortic Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 15 out of 3396 (0.4%) of subjects experienced Reintervention - Aortic Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,52,5/21/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;43271944,12/5/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/20/2024 in a 81 year old Male. On 12/05/2024, Reintervention - Aortic Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Reintervention - Aortic Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 15 out of 3396 (0.4%) of subjects experienced Reintervention - Aortic Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Male,68.7,11/20/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;42930584,9/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/23/2024 in a 84 year old Female. On 09/23/2024, Reintervention - Aortic Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Reintervention - Aortic Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 15 out of 3396 (0.4%) of subjects experienced Reintervention - Aortic Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,58.9,9/23/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;43005336,9/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/26/2024 in a 86 year old Female. On 09/26/2024, Reintervention - Aortic Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Reintervention - Aortic Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 15 out of 3396 (0.4%) of subjects experienced Reintervention - Aortic Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,73.65,9/26/2024,NI,4449,4624,2993,4755,4114;4119,3221,4315,NA,0;41904671,12/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 02/07/2024 in a 79 year old Male. On 12/21/2024, Stroke - Hemorrhagic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Hemorrhagic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3396 (0.2%) of subjects experienced Stroke - Hemorrhagic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,71,2/7/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42736611,11/2/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 79 year old Female. On 11/02/2024, Stroke - Hemorrhagic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Hemorrhagic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3396 (0.2%) of subjects experienced Stroke - Hemorrhagic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,132.9,10/8/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;43006983,11/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 80 year old Female. On 11/12/2024, Stroke - Hemorrhagic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Hemorrhagic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3396 (0.2%) of subjects experienced Stroke - Hemorrhagic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,56.7,11/5/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;43033982,12/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/11/2024 in a 90 year old Male. On 12/11/2024, Stroke - Hemorrhagic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Hemorrhagic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3396 (0.2%) of subjects experienced Stroke - Hemorrhagic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Male,68,12/11/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;41731546,6/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/20/2023 in a 92 year old Female. On 06/08/2024, Stroke - Hemorrhagic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Hemorrhagic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3396 (0.2%) of subjects experienced Stroke - Hemorrhagic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Female,56.5,11/20/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;41731546,7/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/20/2023 in a 92 year old Female. On 07/25/2024, Stroke - Hemorrhagic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Hemorrhagic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3396 (0.2%) of subjects experienced Stroke - Hemorrhagic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Female,56.5,11/20/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42134726,3/14/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 03/11/2024 in a 47 year old Female. On 03/14/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,47,Female,159,3/11/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42804561,10/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 68 year old Female. On 10/09/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,68,Female,58.6,10/8/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;23672996,10/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 69 year old Male. On 10/16/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,69,Male,116.8,10/8/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42651688,8/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/20/2024 in a 73 year old Female. On 08/26/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,73,Female,102.6,8/20/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;41159326,12/7/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/27/2023 in a 76 year old Female. On 12/07/2023, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,76,Female,64.86,7/27/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;41956820,10/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/21/2023 in a 77 year old Female. On 10/28/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,77,Female,84,11/21/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;43057864,8/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/20/2024 in a 77 year old Female. On 08/21/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,77,Female,61,8/20/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;43212317,11/22/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/20/2024 in a 77 year old Male. On 11/22/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,77,Male,114.9,11/20/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42933840,10/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/16/2024 in a 78 year old Male. On 10/04/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,78,Male,62,9/16/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42776507,10/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 78 year old Male. On 10/09/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,78,Male,104,10/8/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;41736318,6/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/11/2023 in a 79 year old Female. On 06/12/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,79,Female,101.6,12/11/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42609083,8/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/20/2024 in a 80 year old Male. On 08/21/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,80,Male,69.6,8/20/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42942865,8/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/21/2024 in a 80 year old Female. On 08/27/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,80,Female,61,8/21/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42795231,10/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/15/2024 in a 80 year old Female. On 10/16/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,80,Female,65.1,10/15/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;43115801,11/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 81 year old Female. On 11/05/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,81,Female,69.4,11/5/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;41527821,8/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/15/2023 in a 82 year old Female. On 08/05/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,82,Female,52.8,11/15/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42928954,9/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/23/2024 in a 82 year old Female. On 09/23/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,82,Female,64.9,9/23/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42007088,4/10/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 03/12/2024 in a 83 year old Female. On 04/10/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,83,Female,52.2,3/12/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42952199,7/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/03/2024 in a 83 year old Female. On 07/12/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,83,Female,61.8,7/3/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42839470,11/7/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/06/2024 in a 83 year old Male. On 11/07/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,83,Male,104,11/6/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42562652,12/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/17/2024 in a 83 year old Female. On 12/19/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,83,Female,52.9,12/17/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42448316,8/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/20/2024 in a 84 year old Male. On 08/06/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,84,Male,55,6/20/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42976047,8/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/09/2024 in a 84 year old Female. On 08/26/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,84,Female,73.3,7/9/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42966801,8/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/14/2024 in a 84 year old Female. On 08/14/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,84,Female,78,8/14/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42615431,8/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2024 in a 84 year old Female. On 08/16/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,84,Female,68,8/15/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42930584,9/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/23/2024 in a 84 year old Female. On 09/24/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,84,Female,58.9,9/23/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42902841,11/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/20/2024 in a 84 year old Male. On 11/20/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,84,Male,96.2,11/20/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42340439,7/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/24/2024 in a 85 year old Female. On 07/31/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,85,Female,47.7,7/24/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;43246315,10/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/10/2024 in a 85 year old Male. On 10/11/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,85,Male,84,10/10/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42966708,11/20/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/19/2024 in a 85 year old Male. On 11/20/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,85,Male,86.6,11/19/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42781367,10/29/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2024 in a 86 year old Male. On 10/29/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,86,Male,46.8,10/23/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42951642,8/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/21/2024 in a 87 year old Male. On 08/22/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,87,Male,73.6,8/21/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42380450,7/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/01/2024 in a 88 year old Female. On 07/27/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,88,Female,62.6,7/1/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42559606,8/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/20/2024 in a 88 year old Male. On 08/20/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,88,Male,81,8/20/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42839120,9/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 88 year old Female. On 09/12/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,88,Female,66.7,9/9/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;43350357,8/18/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/17/2023 in a 89 year old Male. On 08/18/2023, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,89,Male,84.5,8/17/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;41627047,12/20/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/18/2023 in a 89 year old Female. On 12/20/2023, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,89,Female,44,9/18/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;43352091,7/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/16/2024 in a 90 year old Female. On 07/16/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,90,Female,53.8,7/16/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42512303,9/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/11/2024 in a 90 year old Female. On 09/12/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,90,Female,67.4,9/11/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;43275888,12/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/03/2024 in a 91 year old Female. On 12/17/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,91,Female,57.6,12/3/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42987196,1/3/2025,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/17/2024 in a 91 year old Female. On 01/03/2025, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,91,Female,76.1,12/17/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42442643,7/13/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/09/2024 in a 92 year old Female. On 07/13/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,92,Female,61.4,7/9/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;41701847,11/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/18/2023 in a 94 year old Male. On 11/05/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,94,Male,68.49,12/18/2023,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42560276,7/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/31/2024 in a 94 year old Female. On 07/31/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,94,Female,58.97,7/31/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;43427186,11/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/20/2024 in a 95 year old Female. On 11/21/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 94 out of 3396 (2.8%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile.Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.Therefore, no remedial action is required at this time.",No Information,95,Female,54.7,11/20/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;43414841,11/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/12/2024 in a 82 year old Female. On 11/18/2024, Stroke - Undetermined was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Stroke - Undetermined was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3396 (0.1%) of subjects experienced Stroke - Undetermined since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Female,54.1,11/12/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;42776988,9/21/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 09/19/2024 in a 95 year old Male. On 09/21/2024, Stroke - Undetermined was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Stroke - Undetermined was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3396 (0.1%) of subjects experienced Stroke - Undetermined since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,95,Male,95.25,9/19/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0;43153855,11/1/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 10/24/2024 in a 60 year old Male. On 11/01/2024, Transient Ischemic Attack (TIA) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Transient Ischemic Attack (TIA) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 18 out of 3396 (0.5%) of subjects experienced Transient Ischemic Attack (TIA) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,60,Male,105.3,10/24/2024,NI,2109,4614,2993,4755,4114;4119,3221,4315,NA,0;42930527,11/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/21/2024 in a 67 year old Female. On 11/11/2024, Transient Ischemic Attack (TIA) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Transient Ischemic Attack (TIA) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 18 out of 3396 (0.5%) of subjects experienced Transient Ischemic Attack (TIA) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,67,Female,128.4,10/21/2024,NI,2109,4614,2993,4755,4114;4119,3221,4315,NA,0;43070797,8/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/27/2024 in a 73 year old Female. On 08/27/2024, Transient Ischemic Attack (TIA) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Transient Ischemic Attack (TIA) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 18 out of 3396 (0.5%) of subjects experienced Transient Ischemic Attack (TIA) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Female,62,8/27/2024,NI,2109,4614,2993,4755,4114;4119,3221,4315,NA,0;43020251,12/12/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/04/2024 in a 78 year old Male. On 12/12/2024, Transient Ischemic Attack (TIA) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Transient Ischemic Attack (TIA) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 18 out of 3396 (0.5%) of subjects experienced Transient Ischemic Attack (TIA) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Male,97.6,12/4/2024,NI,2109,4614,2993,4755,4114;4119,3221,4315,NA,0;43058216,8/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/21/2024 in a 82 year old Female. On 08/21/2024, Transient Ischemic Attack (TIA) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Transient Ischemic Attack (TIA) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 18 out of 3396 (0.5%) of subjects experienced Transient Ischemic Attack (TIA) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Female,79.6,8/21/2024,NI,2109,4614,2993,4755,4114;4119,3221,4315,NA,0;42591771,7/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/22/2024 in a 63 year old Male. On 07/26/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,63,Male,107,7/22/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43006956,9/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/11/2024 in a 71 year old Female. On 09/11/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,71,Female,170.2,9/11/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41785837,11/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/14/2023 in a 72 year old Female. On 11/04/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Female,120,12/14/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42543069,10/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 74 year old Female. On 10/08/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,95,10/8/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43427403,11/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/14/2024 in a 77 year old Female. On 11/14/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,125.2,11/14/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42777019,9/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/30/2024 in a 80 year old Male. On 09/30/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,97.5,9/30/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42777019,10/10/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/30/2024 in a 80 year old Male. On 10/10/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,97.5,9/30/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42513173,10/1/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/01/2024 in a 80 year old Female. On 10/01/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,56.2,10/1/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43034039,12/17/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/17/2024 in a 80 year old Male. On 12/17/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,91.1,12/17/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43352078,11/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/22/2024 in a 84 year old Female. On 11/24/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,72.2,11/22/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42340439,7/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/24/2024 in a 85 year old Female. On 07/24/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,47.7,7/24/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42930735,11/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/14/2024 in a 85 year old Male. On 11/22/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,61,11/14/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42664360,8/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/29/2024 in a 86 year old Female. On 08/31/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,85.2,8/29/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43120789,11/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/07/2024 in a 86 year old Male. On 11/07/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,83.8,11/7/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42664716,8/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/07/2024 in a 90 year old Female. On 08/07/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,66.7,8/7/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43058094,11/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 90 year old Female. On 11/09/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,65.3,11/5/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42975852,12/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/04/2024 in a 90 year old Female. On 12/04/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,44.2,12/4/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42982734,7/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/11/2024 in a 91 year old Female. On 07/11/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Female,46.1,7/11/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43005109,12/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 91 year old Male. On 12/09/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Male,91,12/9/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43212439,12/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 92 year old Male. On 12/09/2024, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 58 out of 3396 (1.7%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,65.9,12/9/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42591771,8/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/22/2024 in a 63 year old Male. On 08/06/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,63,Male,107,7/22/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43102056,12/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/11/2024 in a 64 year old Male. On 12/11/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,64,Male,79.1,12/11/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42812901,11/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/14/2024 in a 72 year old Male. On 11/14/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Male,87.7,11/14/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42971128,12/2/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/11/2024 in a 73 year old Male. On 12/02/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,73,Male,102,11/11/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42723958,7/30/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/29/2024 in a 74 year old Male. On 07/30/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,59.4,7/29/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42723958,8/13/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/29/2024 in a 74 year old Male. On 08/13/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,59.4,7/29/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42524616,8/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/05/2024 in a 74 year old Male. On 08/05/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Male,75,8/5/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42942442,10/31/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2024 in a 75 year old Female. On 10/31/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Female,109,10/23/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43070201,12/11/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/11/2024 in a 75 year old Male. On 12/11/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Male,96.1,12/11/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42804573,9/10/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/10/2024 in a 76 year old Female. On 09/10/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,62.7,9/10/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42862710,11/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 76 year old Male. On 11/05/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Male,105.7,11/5/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41934137,2/22/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 02/22/2024 in a 77 year old Male. On 02/22/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Male,85.7,2/22/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42942549,10/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2024 in a 77 year old Female. On 10/23/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,90.72,10/23/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42942369,11/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/14/2024 in a 77 year old Female. On 11/14/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,77.7,11/14/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42928968,11/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/22/2024 in a 77 year old Female. On 11/23/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,116.1,11/22/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41956919,12/20/2023,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/12/2023 in a 78 year old Male. On 12/20/2023, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Male,106,12/12/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42490846,7/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/17/2024 in a 78 year old Female. On 07/22/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Female,63.5,7/17/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42560300,8/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/05/2024 in a 78 year old Female. On 08/05/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Female,87.7,8/5/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43033085,12/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/12/2024 in a 78 year old Female. On 12/12/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Female,82.6,12/12/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42559990,8/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/19/2024 in a 79 year old Female. On 08/19/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,60.6,8/19/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42821451,10/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/04/2024 in a 79 year old Female. On 10/05/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,88,10/4/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42887452,10/15/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 10/09/2024 in a 79 year old Male. On 10/15/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Male,95.53,10/9/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42942557,11/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/12/2024 in a 79 year old Female. On 11/12/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,91.3,11/12/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41212997,10/16/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/31/2023 in a 80 year old Female. On 10/16/2023, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,74.4,7/31/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42776519,7/13/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/11/2024 in a 80 year old Male. On 07/13/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,97.6,7/11/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43019276,8/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/07/2024 in a 81 year old Female. On 08/07/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,86,8/7/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42983278,8/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/22/2024 in a 81 year old Female. On 08/23/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,81.6,8/22/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43058098,8/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/28/2024 in a 81 year old Female. On 08/28/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,72.4,8/28/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43058098,8/29/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/28/2024 in a 81 year old Female. On 08/29/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,72.4,8/28/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43058115,10/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/11/2024 in a 81 year old Female. On 10/20/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,85.6,10/11/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43101977,12/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/19/2024 in a 81 year old Female. On 12/19/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,83.9,12/19/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43415165,11/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/19/2024 in a 82 year old Female. On 11/19/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Female,79.35,11/19/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43414995,12/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/18/2024 in a 82 year old Male. On 12/18/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,109,12/18/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42664852,9/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/16/2024 in a 83 year old Female. On 09/16/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,68.1,9/16/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42839470,11/6/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 11/06/2024 in a 83 year old Male. On 11/06/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Male,104,11/6/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42512852,8/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/12/2024 in a 84 year old Female. On 08/12/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,54.9,8/12/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42615431,8/15/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2024 in a 84 year old Female. On 08/15/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,68,8/15/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42720885,8/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/21/2024 in a 84 year old Female. On 08/21/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,45.4,8/21/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42804312,9/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/18/2024 in a 84 year old Male. On 09/19/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Male,91.62,9/18/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42222259,5/2/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 05/02/2024 in a 85 year old Male. On 05/02/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,67,5/2/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42435296,6/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/19/2024 in a 85 year old Male. On 06/20/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,77,6/19/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41569055,12/13/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/14/2023 in a 86 year old Male. On 12/13/2023, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Male,81.9,9/14/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43352682,10/12/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/12/2023 in a 86 year old Female. On 10/12/2023, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,66.6,10/12/2023,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42335603,6/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/19/2024 in a 86 year old Female. On 06/24/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,71,6/19/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42862904,10/15/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/15/2024 in a 86 year old Female. On 10/15/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,56.5,10/15/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42930744,10/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2024 in a 86 year old Female. On 10/24/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,86,10/23/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42839442,10/25/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/24/2024 in a 86 year old Female. On 10/25/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,43.5,10/24/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42615549,8/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/28/2024 in a 87 year old Female. On 08/28/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,93,8/28/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42839441,11/1/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/31/2024 in a 87 year old Female. On 11/01/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,52,10/31/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43328118,11/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/04/2024 in a 87 year old Female. On 11/04/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,44,11/4/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43142643,11/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/04/2024 in a 87 year old Male. On 11/14/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Male,90.7,11/4/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43154017,11/13/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 87 year old Female. On 11/13/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,63.96,11/5/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42535042,8/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/06/2024 in a 88 year old Female. On 08/06/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,47.2,8/6/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42535042,8/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/06/2024 in a 88 year old Female. On 08/12/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,47.2,8/6/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42966872,11/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/19/2024 in a 88 year old Female. On 11/19/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,59.9,11/19/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42392719,7/1/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/27/2024 in a 89 year old Female. On 07/01/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,49,6/27/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42642553,8/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/26/2024 in a 89 year old Male. On 08/26/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Male,83,8/26/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42794571,10/15/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/15/2024 in a 89 year old Female. On 10/15/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,55.3,10/15/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;41730929,11/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/07/2024 in a 89 year old Female. On 11/07/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,65.2,11/7/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42664222,9/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/11/2024 in a 92 year old Male. On 09/11/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,70.1,9/11/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42794800,10/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 92 year old Male. On 10/08/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,58.7,10/8/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42834745,9/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/18/2024 in a 93 year old Female. On 09/18/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,93,Female,59.15,9/18/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;43032776,11/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/18/2024 in a 94 year old Male. On 11/18/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Male,83.1,11/18/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42591728,8/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/27/2024 in a 95 year old Female. On 08/27/2024, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 143 out of 3396 (4.2%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,95,Female,56.3,8/27/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0;42996776,11/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/19/2024 in a 63 year old Female. On 11/19/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,63,Female,69.6,11/19/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42484715,7/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/22/2024 in a 64 year old Female. On 07/22/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,64,Female,66,7/22/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41785837,11/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/14/2023 in a 72 year old Female. On 11/04/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Female,120,12/14/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42812901,11/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/14/2024 in a 72 year old Male. On 11/14/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,72,Male,87.7,11/14/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42543069,10/8/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/08/2024 in a 74 year old Female. On 10/08/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,74,Female,95,10/8/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43070201,12/11/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 12/11/2024 in a 75 year old Male. On 12/11/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,75,Male,96.1,12/11/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42804573,9/10/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/10/2024 in a 76 year old Female. On 09/10/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Female,62.7,9/10/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42862710,11/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 76 year old Male. On 11/05/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,76,Male,105.7,11/5/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41934137,2/22/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 02/22/2024 in a 77 year old Male. On 02/22/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Male,85.7,2/22/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41934137,2/23/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 02/22/2024 in a 77 year old Male. On 02/23/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Male,85.7,2/22/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41934137,2/24/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 02/22/2024 in a 77 year old Male. On 02/24/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Male,85.7,2/22/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41934137,2/27/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 02/22/2024 in a 77 year old Male. On 02/27/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Male,85.7,2/22/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42942369,11/14/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/14/2024 in a 77 year old Female. On 11/14/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,77.7,11/14/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42928968,11/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/22/2024 in a 77 year old Female. On 11/23/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,77,Female,116.1,11/22/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42560300,8/5/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/05/2024 in a 78 year old Female. On 08/05/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Female,87.7,8/5/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43033085,12/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/12/2024 in a 78 year old Female. On 12/12/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,78,Female,82.6,12/12/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42559990,8/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/19/2024 in a 79 year old Female. On 08/19/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,60.6,8/19/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42942557,11/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/12/2024 in a 79 year old Female. On 11/12/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,79,Female,91.3,11/12/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41212997,11/3/2023,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/31/2023 in a 80 year old Female. On 11/03/2023, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,74.4,7/31/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42776519,7/15/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/11/2024 in a 80 year old Male. On 07/15/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Male,97.6,7/11/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42513173,10/1/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/01/2024 in a 80 year old Female. On 10/01/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,80,Female,56.2,10/1/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41627456,3/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/17/2023 in a 81 year old Female. On 03/16/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,58,8/17/2023,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43019276,8/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/07/2024 in a 81 year old Female. On 08/07/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,86,8/7/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43058098,8/29/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/28/2024 in a 81 year old Female. On 08/29/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,72.4,8/28/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43058115,10/21/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/11/2024 in a 81 year old Female. On 10/21/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,85.6,10/11/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43058115,10/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/11/2024 in a 81 year old Female. On 10/28/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,85.6,10/11/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43101977,12/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/19/2024 in a 81 year old Female. On 12/19/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,81,Female,83.9,12/19/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43415165,11/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/19/2024 in a 82 year old Female. On 11/19/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Female,79.35,11/19/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43414995,12/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/18/2024 in a 82 year old Male. On 12/18/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,82,Male,109,12/18/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42664852,9/16/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/16/2024 in a 83 year old Female. On 09/16/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,83,Female,68.1,9/16/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42512852,8/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/12/2024 in a 84 year old Female. On 08/12/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,54.9,8/12/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42615431,8/15/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2024 in a 84 year old Female. On 08/15/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,68,8/15/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43352078,11/24/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/22/2024 in a 84 year old Female. On 11/24/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,84,Female,72.2,11/22/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42222259,5/2/2024,7/31/2025,5/2/2025,Navitor Titan,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor Titan was implanted on 05/02/2024 in a 85 year old Male. On 05/02/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor Titan could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,67,5/2/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42435296,6/20/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/19/2024 in a 85 year old Male. On 06/20/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,77,6/19/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42835058,8/19/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/15/2024 in a 85 year old Female. On 08/19/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Female,56.3,8/15/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42930735,11/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/14/2024 in a 85 year old Male. On 11/18/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,61,11/14/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42930735,11/22/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/14/2024 in a 85 year old Male. On 11/22/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,85,Male,61,11/14/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43005336,9/26/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/26/2024 in a 86 year old Female. On 09/26/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,73.65,9/26/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42862904,10/15/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/15/2024 in a 86 year old Female. On 10/15/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,56.5,10/15/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42930744,10/23/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/23/2024 in a 86 year old Female. On 10/23/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,86,Female,86,10/23/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42615549,8/28/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/28/2024 in a 87 year old Female. On 08/28/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,93,8/28/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42839441,11/2/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/31/2024 in a 87 year old Female. On 11/02/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,52,10/31/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43328118,11/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/04/2024 in a 87 year old Female. On 11/04/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,87,Female,44,11/4/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42535042,8/6/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/06/2024 in a 88 year old Female. On 08/06/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,47.2,8/6/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42839120,9/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/09/2024 in a 88 year old Female. On 09/09/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,88,Female,66.7,9/9/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42392719,7/1/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 06/27/2024 in a 89 year old Female. On 07/01/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,49,6/27/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42794571,10/15/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 10/15/2024 in a 89 year old Female. On 10/15/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,55.3,10/15/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;41730929,11/7/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/07/2024 in a 89 year old Female. On 11/07/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,65.2,11/7/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43396596,12/12/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/12/2024 in a 89 year old Female. On 12/12/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,89,Female,59.4,12/12/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42664716,8/10/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/07/2024 in a 90 year old Female. On 08/10/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,66.7,8/7/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43058094,11/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/05/2024 in a 90 year old Female. On 11/09/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,65.3,11/5/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42975852,12/4/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/04/2024 in a 90 year old Female. On 12/04/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,90,Female,44.2,12/4/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42982734,7/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 07/11/2024 in a 91 year old Female. On 07/11/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,91,Female,46.1,7/11/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42664222,9/11/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/11/2024 in a 92 year old Male. On 09/11/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,70.1,9/11/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43212439,12/9/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 12/09/2024 in a 92 year old Male. On 12/09/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,92,Male,65.9,12/9/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42834745,9/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 09/18/2024 in a 93 year old Female. On 09/18/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,93,Female,59.15,9/18/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;43032776,11/18/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 11/18/2024 in a 94 year old Male. On 11/18/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,94,Male,83.1,11/18/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;42591728,8/27/2024,7/31/2025,5/2/2025,Navitor,"Aortic Valve, Prosthesis, Percutaneously Delivered",NA,Unknown,UNK NAVITOR,NI,NI,P190023,NA,IN,"It was reported through Portico TVT Registry data that a Navitor was implanted on 08/27/2024 in a 95 year old Female. On 08/27/2024, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the Navitor could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 137 out of 3396 (4.0%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No Information,95,Female,56.3,8/27/2024,NI,1888,4624,2993,4755,4114;4119,3221,4315,NA,0;